Event description:
It was reported that the device was used during a sigmoid resection. The device fired without incidence. A saline leak test was performed with positive results. Upon inspection staple line was incomplete on the anterior side, and malformed staples on the proximal end. Surgeon hand sutured the anastomosis to complete the case. There were no consequences to the patient.